Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a damaged latch lock sensor. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device latch lock sensor failed. The device evaluation noted a damaged latch lock sensor. The event occurred during testing.